Manufacturer narrative:
(B)(4).

Event description:
It was reported that during pump replacement, a back prime was programming of .3ml at 12:03, after that elapsed, a catheter prime was programmed of .213ml at 12:25 after prime it was set to simple continuous at 1000ml/ml at 750ml per day. It was realized that the pt got double the dose for approx 24 mins and the pump was updated to minimum rate at 13:03. Correct dose was updated to 2000mc/ml at 750mcg/day approx 1 hour later. The pt was reported as doing well and did not have any adverse events associated with the programming.